Event description:
The pt reported that she fell over the weekend and overstretched; she felt something pull in her back. At first she didn't feel stimulation, but she changed batteries in her programmer and was able to communicate with the stimulator. She had to turn up the stimulation in order to feel it and it no longer covered her feet where she had the most pain. The pt was at home and her status was "fair". The pt had an appointment scheduled with her health care professional (hcp). Impedances were checked and all were within normal limits. All contacts were working. The pt had no uncomfortable changes or jolts with palpation. The pt stated that the stimulation had faded from her right foot and clarified that the stimulation had started to diminish somewhat even prior to the fall. Reprogramming was attempted with minimal improvement. The stimulator was found to be 35-50% depleted. The hcp planned to do an x-ray to verify no movement of the lead. The hcp planned to replace the stimulator for battery depletion, but was waiting to obtain x-ray results first. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
See scanned page.